Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Correction: catalog number updated from unk to 1003330.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: launcher. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other copilot referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. A copilot device was used. However, a saline leak was noted when connecting the device to a guiding catheter. Therefore, another copilot device was used and the same issue occurred. Another copilot was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.